Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres for 60 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.